Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that the patient had observed pus at the site, indicating an infection event on (B)(6) 2026. This emdr is being submitted for an unknown number quantity. No further information available.